Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 171 and 172 mg/dl fasting. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. Customer is using alcohol wipes on finger. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 102 mg/dl using the meter. Result is within customer's normal glucose range, but customer is still not comfortable with the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/17/2020 and open vial date is 04/2019. The meter memory was reviewed for previous test result history: (B)(6).